Event description:
It was reported that the patient had a loss of consciousness episode in the hospital for non-cardiac treatment. The device was interrogated and aborted shocks were found. Review of egms showed episodes of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.